Manufacturer narrative:
The device will not return to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: small piece of the ceramic end/tip broke off into the patient. The broken piece was retrieved. Only slight delay of procedure. No negative impact in state of health reported.